Event description:
The manufacturer received a report that a continuous positive airway pressure (CPAP) auto device had experienced a thermal event with a void to the top enclosure. There was no report of harm or injury. The manufacturer received the device for evaluation and determined there were signs of liquid ingress and corrosion to the printed circuit assembly (pca) leading to component failure and subsequent thermal damage which compromised the top enclosure. The product's labeling provides user care and handling instructions to prevent liquid ingress from occurring or affecting the operation of the device. The instructions for use states, "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The manufacturers findings are consistent with user mishandling/abuse causing or contributing to the failure of the device and that no further action is necessary.